Event description:
Procedure: distal pancreatectomy. According to the reporter: there was staple line leakage discovered post op (day 2, I believe). Has drains in place; waiting to see if leak will resolve on its own. Patient had drains placed as precautionary measure; they have had to remain in place due to staple line leak. Procedure: distal pancreatectomy: (B) (6). Additional information received from the sales rep.: the surgeon placed drains at time of surgery because leaks are so prevalent. Drains will stay in place for up to 2-3 months because a leak was detected. It will be a couple of months at least before the determination is made whether reoperation is necessary.

Manufacturer narrative:
(B) (4). (B) (4).